Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the use of the dreamstation auto CPAP device from 2019 to 2021 had led to damage to the lung tissue, stomach cramps, dizziness, headaches, breathing difficulties, pressure in the chest and fear of serious illness. Medical intervention was not specified. No additional information can be requested. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Event description:
Correction: this report is being submitted to include the product UDI.

Manufacturer narrative:
Correction: this report is being submitted to include the product UDI.